Event description:
A company representative reported that the tip of an everest curved thoracic probe fractured intra-operatively and that the tip was retrieved. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.